Manufacturer narrative:
The device has been returned for eval and a follow-up report will be submitted when our investigation of the reported product problem is complete.

Event description:
A continuous positive airway pressure (CPAP) device failure allegedly resulted in a loss of CPAP therapy and a small void in the device's upper housing. No pt or user harm was reported.